Event description:
During asnin micro surgery, the drill bit was broken when the surgeon was drilling to patient bone. The drill bit was not able to be removed from drill guide. So the surgeon used other screw system and finished the surgery.

Manufacturer narrative:
A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device was not returned.

Event description:
During asnin micro surgery, the drill bit was broken when the surgeon was drilling to patient bone. The drill bit was not able to be removed from drill guide. So the surgeon used other screw system and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.